Event description:
The dealer states that the right motor is very loud making a chattering noise, and the chair is pulling to the right.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.